Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the inserter will not connect to the cage. There is no report of patient involvement.

Manufacturer narrative:
Corrected information: h3. Yes, investigation findings: 3251, investigation conclusions: 22. Additional information: visual inspection of the device confirms the distal arm has sheared off. The arm of the inserter is a subcomponent which features an ipsilateral prong that attaches to the interbody spacer for insertion. This type of damage is consistent with high stress conditions where the inserter pin contacts the inserter arm slot. Review of device history records indicates no manufacturing or processing irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: possible adverse effects include: 1. Initial or delayed loosening, bending, dislocation, and/or breakage of device components.